Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) hospital.¿ it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by (B)(4). With the submission of this follow up report, cook inc. Informs that this complaint has been transferred from cook inc. To william cook europe.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2010 via the right femoral vein due to preventative measure for gastric bypass surgery, life-threatening pulmonary embolism. Plaintiff is alleging injury without further details. No adverse events attributed to medical device have been reported at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2007 at (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.